Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had their full system explanted due to infection observed at the implantable pulse generator surgical site. There were no complications during the procedure. No additional information is available at this time.

Manufacturer narrative:
Analysis of the returned device did not identify a device problem. However, analysis of the device alone cannot confirm or refute the reported incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.